Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to turn on the screen. There was no adverse impact to the customer's blood glucose level. The customer service team instructed the caller to press the button firmly in a specific manner, and the caller confirmed that the button was functioning as intended.